Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced symptoms of dizziness and nausea and was admitted to the hospital due to a product performance anomaly. It was reported that programming changes were made and the patient was discharged two days later with no further symptoms. No additional adverse patient effects were reported. This product remains in service.